Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had a critical pump error and another pump error alarm. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic and motor assembly. Unable to verify critical pump error alarm and a broken force sensor was detected during seating or regular delivery error alarm due to blank display noted.